Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she is currently on antibiotics due to peritonitis. Upon follow up with the patient's pd registered nurse, it was reported this patient presented to the emergency department (ed) on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. The patient was suspected of having peritonitis in the ed as she was prescribed one-time administrations of intravenous (IV) vancomycin and IV gentamycin (dosages not reported) to address this suspected infection. Laboratory testing was not conducted in the ed as the patient was advised to follow up with her clinic the following morning. The patient presented to the outpatient clinic on (B)(6) 2024 with persisting symptoms. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of 753/mm3. The outpatient clinic confirmed the patient's diagnosis of peritonitis based on the elevated wbc count and attributed this infection to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient suffers from dementia which contributed to a break in asepsis during pd therapy. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for two weeks and ip ceftazidime at 2000 mg daily for two weeks to address the infection. The patient is recovering from this event as she remains on antibiotic therapy at home. It was confirmed the patient's peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler throughout her treatment course at home.